Event description:
It was reported that the pt was treated for an infrarenal aortic aneurysm with two gore excluder aaa endoprostheses. An 18f ultimum introducer was used to insert the devices on the left side. The left external iliac measurement was 6-7 mm with mild calcium. The calcium measurements were less than 2 mm. At the conclusion of the procedure, the aneurysm was excluded with no adverse events. Thirty minutes post-op, the pt became hypotensive. The pt returned to the operating room where the physician re-opened the pt to find that the left external iliac ruptured. The gore excluder aaa endoprosthesis was implanted in the left common iliac, proximal to the rupture. Resuscitation efforts failed and the pt expired. The nurse noticed that there was resistance during the removal of the sheath. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.